Event description:
Device 2 of 2. Reference MFR. Report# 3006705815-2019-00288. It was reported that the patient was experiencing ineffective stimulation. In turn, one of the leads was explanted and replaced (B)(6) 2019. Effective therapy was confirmed post-op. It is unknown which lead was explanted, so both leads are being reported.